Event description:
This is filed to report the gripper actuation issue. It was reported that on 10/28/2021, a mitraclip procedure was performed for functional mitral regurgitation (mr). Two mitraclips (unk part/lot) were successfully implanted with no issues reducing the mr to a grade of 1-2. On 07/01/2022, the patient presented with a single leaflet device attachment (slda) with one of the two previously implanted clips, and severe mr. Another mitraclip procedure was to be performed that day. The xtw mitraclip (cds0701-xtw 20311r125) was advanced to the mitral valve. During gripper assessment, the posterior gripper would only lower half way. Standard troubleshooting was performed, however, the issue remained. The xtw mitraclip was removed without an issue reported, and no clip was implanted. The mr remained severe. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The previously implanted mitraclip referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.